Event description:
The patient reported that they had a return of symptoms. They had to void every 2 hours whereas before they were only going every 5 to 7 hours. The patient had increased the setting from 1.9 to 3 on the day of the report but had not noticed any improvement. Stimulation was reported to be on and was noted that they could feel stimulation. The patient stated that they could possibly have a urinary tract infection. There were no medical procedures, electromagnetic interference, falls or trauma that could have been related to the event. The change in the patient's therapy/symptoms was sudden. The patient was implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.